Event description:
On (B)(6) 2012, the following information was provided: during an endoscopic retrograde cholangiopancreatography (ercp) in the bile duct, a cook fusion zilver biliary stent system was used. The sheath of the stent was passed down the endoscope and on exiting, the stent had already partly deployed. No section of the device detached inside the patient. Another fs-zilbs was used to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. At this time, the information did not reasonably suggest that a reportable event had occurred.

Manufacturer narrative:
Upon receipt of the product for evaluation on (B)(4) 2012, it was determined that approximately 2mm of the distal tip is missing from product. Although the initial report indicated that no portion of the device detached inside the patient, the information on the location of the missing section was communicated back to the medical facility. The location of the missing section is unknown. Therefore, this report is being provided out of an abundance of caution. If additional information is provided, a follow-up medwatch report will be submitted. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. Approximately 0.5cm of the stent is extending from the distal end of the stent delivery system. The portion extending has a deformed appearance. The remainder of the stent remains loaded inside the stent delivery system. The clear cap on the stent delivery system handle remains tight on the y-body. The distance between the y-body and wire guide port hub was measured and is not within "unused" specification. It was also noted that the handle hub has a large bend at approximately 10cm from the proximal end. Thus it is reasonable to suggest that the handle may have experienced excess force during placement and, perhaps inadvertently, caused the stent to prematurely deploy. It was also noted during the visual evaluation that the gray tip of the catheter was ripped at the distal end. The gray tip from absolute end to end was measured and we can conclude that a portion of the tip (approximately 2mm) was missing and not returned with the device. The appearance of the damaged tip reasonably suggests that the catheter tip became caught and was forcefully removed. The stent was then fully deployed and measured. We found the stent to be within specification and were able to determine that the stent was completely intact with no portion missing. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual product handling conditions and the actual use conditions could not e duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. Premature stent deployment may occur in the following situations. If the handle of the stent delivery system is advanced unintentionally before the stent is in place for deployment. After the coiling process in manufacturing hysteresis may occur which could contribute to early deployment. Shipping and product handling wherein an extreme force is applied to the product may cause early deployment if the handle is moved. The instruction for use provides the following information, visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Notify cook for return authorization. Prior to distribution, all fusion zilver biliary stent systems are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaints trends and reassess the risk assessment results as post market feedback continues to become available.